Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector. System is not under service contract with ge. (B)(4).

Event description:
The customer reported poor image quality. No pt injury was reported.